Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the tricontinent syringe to resolve the issue. Beckman coulter internal identifier (B)(6).

Event description:
The customer reported erroneously high glucose (glum) patient results were generated on the unicel dxc 600 pro synchron system. The customer confirmed the qc recovered within specification prior to the event. There was no change to patient treatment in association with this event.